Event description:
The patient had a large swollen area over the pocket beginning approximately in the beginning of (B)(6) 2010, which resolved. The patient did not use the implantable neurostimulator during that time. When the device was turned on or off, the patient felt a tugging of pulling sensation near the lead-extension connection near the spine. X-rays of the lead were taken (results not reported). When the neurostimulator was interrogated with the physician programmer, the 'ins discharged' message was seen. The device was unable to communicate with either of 2 rechargers. The patient was unable to charge about 3 weeks after the original complaint. Six (of eight) recharge efficiency bars would darken, then go to zero moments later. There were telemetry issues. An overdischarge was suspected. An implantable neurostimulator flip was confirmed. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).